Event description:
Caller reported experiencing a cgm error, specifically error 42, with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a pump reset, resolving the issue as the caller was able to successfully start a new sensor session without further errors.